Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. An event history log review (ehlr) was performed, and it was noted that there were multiple instances of downstream occlusion alarms; however, these alarms had no connection with the instances of over infusion. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During evaluation, a flow accuracy test was performed, and there were no issues noted. There were no issues found during evaluation in relation the over infusions or false downstream occlusion alarms; therefore, the reported condition could not be verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over infused along with ¿multiple downstream occlusion¿ alarms. While in the day surgery department a patient was receiving an unspecified ¿blood product¿. The expected infusion time was four hours; however, the infusion completed in approximately one hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.